Event description:
Could not engage system into firing range; used both hosp flexshaft days before with no issues. Laparoscopically sutured over tissue piercing from cs29 trocar and applied competitive device.